Manufacturer narrative:
The uhmwpe tibia plateau shows strong wear, which is not located in the middle of the plateau and leads to the assumption that the implant was not aligned correctly to the anatomical structures of the pt. Beside this, the pt is obese. This event occurred outside the u.s. And involved a product that was mfg outside of the u.s. However, because the link mitus endo-model also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Strong wear of pe insert after one year.